Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: estimated based on the event occurring the last week in (B)(6) 2021. Implant date: estimated based on the implant occurring in (B)(6) 2020.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The patient was prescribed heparin for 3 months, then plavix. The patient was not compliant and took clexane for approximately 1 month, then stopped any medication. The 45-day follow-up echo was within normal limits. In (B)(6) 2021, a transesophageal echo (tee) follow-up showed a laminar, non-mobile device related thrombus on the device surface. The patient was prescribed pradaxa and is reported to be doing fine.